Event description:
The customer complained of a discrepant inr result from coaguchek xs meter compared to the laboratory result. The meter serial number was not provided. At 08:30 am the result from the meter was >8.0 inr. At 08:40 am the result from the laboratory was 3.3 inr. There was no allegation of an adverse event. The customer's therapeutic range was 2.0 - 3.0 inr. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.